Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 8.5 mmol/l on customer¿s aviva meter (system 1), and 3.5 mmol/l on customer¿s wife¿s aviva meter (system 2). Customer did use his own vial of strips with both his and his wife¿s aviva. No adverse event reported. Requested return of suspect device for evaluation.